Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03645. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient reported experiencing heating while charging and while using stimulation and "shocking" from the scs ipg. The patient received a low energy replacement charging system; however, the scs ipg had become inoperable due to not being charged. The scs system was explanted. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues prior to explant. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.